Event description:
It was reported that the user announced a regular meal that was slightly larger than typical, after which blood glucose remained around 199 mg/dl and an ilet 220 alert occurred; the agent assessed that the meal announcement underestimated the actual meal size and that insulin delivery was occurring as the system adjusted postprandially. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization and successful troubleshooting with education on appropriate meal announcements and patience during postprandial correction. Investigation included review of device performance through user-reported glucose trends and alarm history, along with user coaching on meal entry and stress management. Investigation of this case revealed no device malfunction and supported that an incorrect meal size announcement contributed to elevated glucose while the device delivered corrective insulin as designed. It was concluded, based on previously established findings for similar reports, that user input related to meal size likely caused the event, with the device functioning as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.